Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Customer's blood glucose was 289 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.